Manufacturer narrative:
Upon inspection, the baxter technician found the emergency stop button needed to be replaced. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The baxter technician replaced the emergency stop button to resolve. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of an emergency function inoperative were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
During servicing by baxter, technical service identified that likorall 242 s, natural (product code u3122009, serial number (B)(6)), had emergency stop button not working. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.